Event description:
Pacemaker rate changed from 90 to 50 v-paced by md on morning rounds. Shortly after pt experienced r on t phenomenon from a pacer spike with nonsustained v-tach. Over course of next 15 minutes, the pt had multiple episodes of r on t from pacer spikes. At 0725 pt had another episode but v-tach was sustained which then lead to v-fib and loss of pulses. The pt was coded for 20-25 minutes. Pulses regained and pt sent to ICU.